Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, the instrument was broken. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
The reported condition has been confirmed; however, the exact cause of the difficulty experienced could not be reliably determined.